Event description:
The following info was provided by the cook area rep based on comments made by the user: the cook disposable hemostasis clip was closed onto the tissue site. The clip would not release from the deployment device and could not be reopened. The inner device cable broke where it attaches to the handle. Hemostats were used to grasp the drive cable and pull it back. This allowed the clip to release. This procedure was completed successfully without harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The product was returned to the qualified vendor and the eval confirmed that the drive wire was detached from the handle. There were no defects observed on any of the components returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of occurrence. A change has been implemented in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this change. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.